Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient has been having issues recharging the implant for at least a couple months now. Caller stated the patient needs to recharge the implanted neurostimulators battery. Caller noted the recharger is not working on the display. Caller reported they tried to shut it off and press everything and it just says please wait and it has been doing that for about 12 hours. Caller noted the patient was in too much pain and confusion because of the medication he was on that he would not have been able to lay on the recharger but he is getting better so now they can recharge but the remote is malfunctioning caller noted prior to hospitalization it was tricky to get it to recharge caller noted it takes the patient probably a good 30 minutes to get everything in the right position and the remote to connect.  Pt has been in the hospital since last thursday with infection in the back.  The nurse that was helping with troubleshooting stated the controller is plugged into ac power supply and still sees please wait screen. Agent had caller reset controller and confirmed no visible damage to the recharger. Pt rep mentioned implant(ins) is between t8 and t10. Agent had pt start implant charge and entered passive recharge mode. The middle number was 16 but after repositioning, middle number was 84. After 7 minutes, pt advanced to seeing controller at 100% and implant with red exclamation recharging excellent. Agent asked - pt confirmed seeing the passive recharge mode is the "issue" they have been having for a couple months. Nurse and pt rep asked questions - agent reviewed pt can turn therapy back on once implant has some charge. Agent reviewed charging ins with therapy on. Agent reviewed that passive recharge is an expected process when implant is depleted and to try to charge when ins is down to 20-30%. Agent reviewed to fully charge controller then charge implant and to plug controller into ac power when down to about 20% -30% as well. Agent reviewed normal function for controller to go dark when recharging ins. By end of the call, controller was 90% and implant still in red. Pt rep stated the pt has been in ICU for 5 days and pt is in pain. Agent recommended to continue to charge ins and can call back if further assistance is needed.

Manufacturer narrative:
Continuation of d10: product ID 97755-s (serial: (B)(6); product type: 0213-recharger; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause of the infection was unknown and the battery had gone completely dead. They were receiving medication eight times a day and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97755-s lot# serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.